Event description:
It was reported the pt complained of her scs stimulation being intermittent. The pt underwent surgical intervention and it was found the pt's lead had all invalid contacts. The pt's scs lead was explanted and replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.